Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the continuous glucose monitor (cgm) sensor was disconnected, and the pump continued insulin delivery as intended when no sensor session is active. Customer consumed jellybeans to address bg. Reportedly, the issue was resolved and the customer continued to use the pump for insulin therapy.